Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography-dilation assisted stone extraction (ercp-dase) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was being inflated, however the gauge did not show any pressure. The procedure was successful and the balloon was removed from the patient. The procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of gauge reading inaccurate. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.